Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was impacted 450 mg/dl. A system check performed with tandem technical support indicated that the occlusion alarm was in the cartridge. The customer indicated that they would change out the cartridge and supplies. It was indicated that at the time of the call the customer did not have access to supplies or manual injections. The customer stated that once home a follow up call will be made to tandem technical support to upload to t:connect and change supplies. Multiple attempts have been made to reach the customer that have been unsuccessful.